Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). The product will not be returning to the manufacturer for evaluation; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was reported that the dermatome created a large full thickness gash in the tissue instead split thickness graft. The patient was cut while taking the graft. No additional patient consequences have been reported.

Manufacturer narrative:
The customer did not return an air dermatome device for evaluation. It is unknown if zimmer biomet surgical has previously repaired/evaluated the air dermatome since the serial number is unknown. The device history record (DHR) was not reviewed since the serial and lot number are unknown. The customer had no further information during initial inspection. Initial qa inspection of the air dermatome by zimmer biomet surgical was not performed since the device was not returned for evaluation. Repair of the air dermatome was not performed by zimmer biomet surgical sine the device was not returned for the repair process. The reported event was non-verifiable since the device was not returned for evaluation. The root cause of the device creating a gash cannot be specifically determined with the provided information since the device was not returned for evaluation. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.